Event description:
The facility reported a mini infuser pump with a malfunction of "unit will not buzz when alarming." The event was reported to have occurred during power up in the biomed service department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a mini-infuser pump with a malfunction of ?unit will not buzz when alarming? Was not confirmed nor duplicated during device evaluation. Therefore, the assignable cause could not be identified and the device was not repaired. Additional information: a service history review revealed that this device has not been serviced prior to this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.